Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure on diabetes weight loss metabolic, while cutting the closed stomach tissue, two reload had an issue regarding, the distal tissue was not cut, and the proximal tissue staples were twisted or not formed well. They then used another device to resolve the issue. There was no patient injury.